Event description:
It was reported that the device displayed e08 error code messages during set-up. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field rep confirmed the reported event and replaced the heater on site. There was a high wattage element open circuit condition which required a component replacement on the device. This report is being submitted to the FDA as a result of a retrospective review of product complaints.